Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Later healthcare professional reported "rupture right" diagnosed via ultrasound and MRI, "implant was seen ruptured" "multiple deformities are noted in the implant with ruptured in the envelope and reparation of the pseudocapsule from the envelope and from the outer envelope" "there might be some external fluid" diagnosed via ultrasound "hole-non-specific". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, b7, d4, d9, e1, h3, h4, h6.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported "rupture right" diagnosed via ultrasound and MRI , "implant was seen ruptured," "multiple deformities are noted in the implant wirh ruptured in the envelope and reparation of the pseudocapsule from the envelope and from the outer envelope," "there might be some external fluid" diagnosed via ultrasound, and "hole, non specific." Device has been explanted and replaced.